Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis and was admitted to the hospital. On an unreported date, the patient began remedial therapy with amikacin (150 mg, loading dose, ip), fortum (500 mg, three times a day, ip), reflin (500 mg, three times a day, ip), and vancomycin (1 gm, loading dose, ip). The cause of the peritonitis was unknown. At the time of this report, the patient was still hospitalized and the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.